Event description:
It was reported that the patient experienced that the stimulator was no longer providing adequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted components will not be return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).